Manufacturer narrative:
Has been updated from "adverse event" to "adverse event and product problem". A metallic fragment was removed from the patient's wound site. The fragment was evaluated but is unidentifiable. No instrumentation was removed from the patient and no implant breakage was noted by the physician. Additional information was requested. However, the location and causality of the patient's infection were not provided and it is unknown if cultures were obtained. With the information available, the source of the metallic fragment cannot be conclusively determined.

Event description:
It was reported that during revision surgery for an infection, an unknown piece of metal was found and removed from the patient. Additional information has been requested.

Event description:
It was reported that during revision surgery for an infection, an unknown piece of metal was found and removed from the patient. Additional information has been requested.